Event description:
On (B)(6) 2012, the pt reported that her infusion device did not notify her when her insulin cartridge was out of insulin. She had high blood glucose concerns for about a week. Her blood glucose level got as high as 500 mg/dl and she felt thirsty and tired. She noticed that there was no insulin in the insulin cartridge when she felt the symptoms of elevated blood glucose levels. Her target blood glucose level is 90-120 mg/dl. Troubleshooting with the pt did not identify the cause of the problem. The pt stated that this is the second time she has run out of insulin without the infusion device notifying her. The pt's blood glucose has returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.